Event description:
It was reported by a family member that the right side crossbrace on a trsx58fbf wheelchair broke at a weld when the user bent forward to retrieve something. User began to sink down into the chair, was assisted by family members and sustained a red mark on the right center buttock and was sore. No medical intervention.